Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire was stuck. The physician was unable to deploy the bands and turn the handle. It was reported that the trip wire was secured in the handle and there was no difficulty noted in setting up the device. The procedure was completed with a another speedband device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the handle assembly and trip wire were returned for analysis with residue present on the components indicating use. The ligator head and bands were not returned. A visual examination of the components found that the suture was intact and attached to the trip wire loop. The trip wire had not been secured in the handle post slot and the proximal loop was retracted into the post. The loop crimp was caught inside the handle post. It was noticed that the handle post had been gouged by the trip wire and the slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned components, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. The customer caught the trip wire crimp inside the slot and this prevented pulling the wire to take up the slack. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire was stuck. The physician was unable to deploy the bands and turn the handle. It was reported that the trip wire was secured in the handle and there was no difficulty noted in setting up the device. The procedure was completed with a another speedband device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.